Event description:
Dealer alleges consumer accidently adjusted the speed button and allegedly hit a wall, causing the consumer to fall out of the chair. Injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 1 year 3 months old. The user manual part number 1125085 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.